Event description:
Additional information was received. As of this date, no further follow up was performed as the lead measurements are within normal values. A decision was made to further monitor this lead. No further patient symptoms were reported.

Event description:
Boston scientific received information that the patient with this right ventricular lead experienced a syncopal episode and was hospitalized. An x-ray revealed a lead issue. Daily measurements for the prior three days revealed no impedance measurement was recorded. An internal technical service consultant was provided data for their review. Further interrogation of this lead will be performed.

Manufacturer narrative:
This is the information known at this time. When additional information becomes available, this event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Engineering reviewed the data and determined this lead is likely fractured and recommended lead replacement. This information has been provided to the physician and a decision will be made regarding a lead revision procedure.

Manufacturer narrative:
- -